Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after announcing a usual meal that was larger than normal while using the ilet pump, with blood glucose peaking at 280 mg/dl and remaining above 180 mg/dl for approximately one to two hours before trending downward as the pump delivered correction. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no assistance required. Investigation included case review and user education on accurate meal announcements and carbohydrate estimation. Investigation of this case revealed that the device functioned as designed and that the event was attributable to an incorrect meal size announcement leading to elevated glucose, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that user-related factors were the cause.